Event description:
The caregiver, (B)(6), alleged she was lifting the end user and the mast turned sideways, throwing the balance of the lift off and causing both the patient and the caregiver to fall. Neither the patient nor the caregiver were injured. The caregiver also alleged the hydraulic doesn't always hold.